Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp) for a clinical study reported after impedances were checked, the 0 electrode was found to not be working across all bipolar pairs. None of the patient's programs used the 0 electrode. No action was taken and the event was ongoing. No signs or symptoms were reported. Indication for use was reported as urinary dysfunction/sacral nerve stim. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.